Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A supplemental MDR was filed to correct the unique identifier (UDI) and imdrf annex d grid.

Event description:
It was reported that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) collaborated with it to troubleshoot port issues. After investigation, determined that a power outage had damaged a switch. It resolved the issue by swapping the ethernet cable to a different port on the switch, which brought the station back online. It is monitoring another station with an active case. Hardware functionality was verified using rss (remote service support) diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.